Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke).

Event description:
Four endeavor sprint rx drug-eluting stents were implanted, two at the mid lad and two at the proximal lad. In stent restenosis is reported approx 4.5 months following index procedure. A pci revascularization was carried out, where two other brand stents were implanted in the mid lad. One day later, the pt suffered a spontaneous intracranial hemorrhage. Pt was diagnosed with intercranial bleed by cat scan. Pt required platelets and a prbc transfusion of 4 units was carried out. Investigator indicated that there was no relationship to the study device. It was reported that pt recovered with treatment (ref: MFR reports 2953200-2010-00358, 2953200-2010-00359 and 2953200-2010-02017).

Event description:
It was reported that approximately 2 years post the index procedure the patient had a revascularization and was sent for CABG. It is not indicated that the target vessel was involved. Patient is reported to be recovered with treatment. No other clinical sequelae were reported. (Ref: MFR reports 2953200-2010-00358, 2953200-2010-00359 2953200-2010-02016 and 2953200-2010-02017).

Event description:
The investigator has indicated that the revascularizations carried out approximately 4.5 months and 2 years post the index procedure were probably related to the study device and the patient recovered with treatment.

Event description:
The lima to lad was treated during the previously reported CABG.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (revascularization).